Manufacturer narrative:
Concomitant medical products: g7 neutral e1 liner 36mm h 010000860 lot 3491004, g7 osseoti 4 hole shell 62mm h 110010249 lot 3588531, g7 osseoti 4 hole shell 62mm h 110010249 lot 3618024. Complaint sample was evaluated and the reported event was confirmed. Liner locking feature is heavily damaged and portions of the locking feature are separated from the remainder of the cup while other areas appear smashed. Inspection of the outer surface of the liner shows it is heavily scratched and pitted. Interior of the liner appears pristine. The scallops also have some damage and are slightly deformed. Dimensional analysis was not done due to this damage and due to impaction during implantation attempts. Both acetabular cups were also returned and evaluated. Lot 3618024 cup sustained damage to the locking feature and was heavily scratched. Dimensional analysis was not possible. Lot 3588531 cup was found to be conforming to specifications through cmm, with a pristine locking feature. Manufacturing review of the cups found no discrepancies relevant to the reported event. Device history record of the liner was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: g7 neutral e1 liner 36mm h/ pn 010000860/ ln 3491004. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03911.

Event description:
It was reported that the surgeon implanted a shell and was unable to get the liner to seat. The first shell was removed and second shell was implanted. Once again the surgeon could not get either liner to properly seat. The procedure was completed with a different cup altogether. A delay of between 30 and 60 minutes was reported.